Event description:
During an in-clinic follow up, loss of sensing and loss of pacing were noted on the right atrial (ra) lead. Fluoroscopic imaging was conducted and revealed ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of sensing and loss of capture were noted on the right atrial (ra) lead. Fluoroscopic imaging was conducted and revealed ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.